Event description:
It was reported that the system 9800 was displaying images other than what had been requested. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk was replaced and formatted. The system was tested and found to be working as intended and placed back into service.